Manufacturer narrative:
The customer performed a hardware check. The investigation reviewed the customer's calibration and qc results and did not find any abnormalities. The investigation reviewed the system's alarm trace and found sample clot alarms. The investigation reviewed the precision results from the hardware check and the glucose results were acceptable, however, ast and creatinine were out of range. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 8000 c 701 module. The patient's initial glucose result was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial glucose result was 21.5 mg/dl. The patient's repeat glucose result was 112.5 mg/dl. The glucose reagent lot number was 636210 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer exchanged the heat cut filter. The incubation bath windows were also replaced as the seal was very porous. The sample probe was adjusted and cleaned. A cuvette blank was carried out and this was ok. Precision studies were performed and it was ok. Controls were measured and were ok. The engineer returned and checked the rinse unit dispense; this was ok. The mixer was adjusted. A wash needle was found to be insufficiently suspended and this was fixed. Particles were found in the incubator, bath, filter, and drying/suction needles; these issues were fixed. The investigation determined the service actions resolved the issue.